Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a plastic surgery procedure, the strand detaches from the needle and broke during procedure. No patient involved. The problem was identified before the use for patient.